Event description:
The customer reported to olympus that the evis exera ii small intestinal videoscope had the working channel clogged and angulation units need readjusting. There were no reports of patient harm. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: residual liquid or foreign material came out of the suction connector of endoscope connector. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: residual liquid or foreign material came out of the suction connector of endoscope connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the root cause could not be specified nor the foreign material be identified. The event can be detected and prevented by following the instructions for use which state: the detection method in sif-q180 operation manual chapter 3 preparation and inspection and the preventative measures in sif-q180 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). In addition, the following non-reportable malfunctions were found during the device evaluation: the forceps channel has a dent, the grip has a scratch, the switch box has a scratch, the right left and up down knobs have scratches, the color ring has a crack, the sheet holder unit has corrosion due to water leakage, the charged coupled device unit has a limited length for the cable unit, due to a pinhole on distal end rubber the water tightness is lost, due to burn on distal end cover the insulation resistance value at distal end does not meet the standard value, due to burn on light guide lens the illumination is uneven, due to wear of angle wire the play of the up down knob is out of the standard value, light guide bundle has breakage, objective lens has a crack, light guide lens has a crack, connecting tube has a buckling, and universal cord has a wrinkle. Olympus will continue to monitor field performance for this device.